Manufacturer narrative:
In one month's time, the user thought the wheelchair has been slow to run and pulled to the right, but not been able to see anything wrong with the chair. On the morning of (B)(6), he sat down in his chair as usual. Managed to drove a few meters before the chair collapsed together, gave way to the right. The welding of the wheelchair frame to the right, where assembling the seat and back , is broken. The user didn´t get injured. The spirea 2 is the same /similar as the myon products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
In one month's time, the user thought the wheelchair has been slow to run and pulled to the right, but not been able to see anything wrong with the chair. On the morning of (B)(6), he sat down in his chair as usual. Managed to drove a few meters before the chair collapsed together, gave way to the right. The welding of the wheelchair frame to the right, where assembling the seat and back , is broken. The user didn't get injured. The spirea 2 is the same /similar as the myon products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).